Event description:
It was reported the single-use preloaded sphincterotome's isolation (knife wire) was hanging loose. This occurred during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
Correction: b5. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use preloaded sphincterotome's isolation [knife wire] was hanging loose. This occurred during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. There were no reports of patient harm.